Event description:
It was reported that a ventilated child going to scan, upon arrival, a vent disconnect alarm occurred, on investigation, nurse and acp found circuit to be split. Patient had to be hand ventilated. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation and was forwarded to the supplier for analysis. The supplier report indicates the damage (located near the joint) was most likely resultant of the device having been pulled with excessive force when disconnecting it from the ventilator. The supplier report also indicates that no non-conformities were noted during review of manufacturing records. No manufacturing-related potential factors were identified in the supplier report for the observed damage. No further actions have been assigned at this time, but complaint data will continue being monitored for new information with actions taken and requested accordingly.

Event description:
Additional information: the child was being ventilated going to scan, ventilating was fine during the journey to the scan, but upon arrival a vent disconnect alarm occurred, on investigation nurse found circuit to be split, the circuit had not become trapped.